Manufacturer narrative:
The device was received deployed with an expected number of pulses during priming. No damages or defects that would contribute to a needle mechanism failure were observed. The pod was reset to a non deployed state and redeployed with no issue. Although no damages were observed, the exact timing of needle deployment was unable to be determined so therefore the cause of the event could not be determined.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.